Event description:
It was reported that, "patient was infected, surgeon wanted to exchange inserts and patella."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The lot code for the reported device, x-rays and medical records was requested but not made available. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report. Device information for the revised patella not provided.